Event description:
Blade broke in half on initial incision of creating a portal thru scar tissue. Surgeon used instrument to retrieve blade half when the tip, approx 2mm broke off in patient; surgeon spent 1 hour retrieving tip.

Manufacturer narrative:
Evaluation summary: during the blades manufacturing process, hardness and ductility are part of the routine in-process verification to assure proper strength of the blade. Per the manufacturing plant, all data for hardness and ductility was found within current specification. Microscopic examination of the returned broken blade yielded the following observations. The break appears to have been by an application of excessive sideways force, or bending force in a direction not intended. Evidence of this remains in the obvious residual bend in the returned tip portion of the blade as well as the very tip which is broken off and missing, most likely due to the same or similar excessive force. The fracture surfaces are clean and occur where expected in the area of minimal cross-section and highest stress. There are no indicators present of any manufacturing related flaws contributing to the failure.